Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the ok keypad button was sticking and priming continued to occur on the pump during the last cartridge change. The reporter also stated that the keypad buttons required multiple presses in order to elicit a response and that the patient wears the pump in a pocket and does not clean the pump.